Event description:
Patient's generator was unable to interrogate and previously reported to have prematurely depleted (captured in MFR. Report # 1644487-2019-00328). Further information was received that it was unknown if the battery was dead or if there was a problem with the lead. The patient reported having neck pain. The patient was referred for device replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.